Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak. Procedure related harms, device, user, procedure or anatomy relatedness could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with a bifurcated stent graft, a suprarenal stent graft extension and a infrarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, the patient was experiencing abdominal and back pain. A type 3b endoleak was discovered with on a computed tomography (CT) scan. On (B)(6) 2018, the physician elected to reline original devices with another bifurcated stent graft and infrarenal stent graft extension. The patient was reported as stable post -secondary and there have been no additional patient sequelae reported.